Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the matrix drawer rail is sticky. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer found that the bearing cage was pushed back, and the bearings were coming out of the rail. The fse replaced both slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.